Event description:
It was reported that a cartridge alarm occurred, displaying a high blood glucose value, although the specific level was not known. There was no adverse impact to the customer's blood glucose level. The customer administered a correction injection using an alternate method and resolved the issue by changing the cartridge, enabling the successful resumption of insulin therapy without any third-party assistance.